Event description:
Dexcom g6 sensor provided inaccurate low readings causing tandem t-slim pump to stop delivering insulin resulting in hyperglycemia. This incident was reported to dexcom, ref case - (B)(4).